Event description:
Facility reported that the venous drip chamber was continually dropping, causing air to enter the chamber and was unable to maintain blood volume.blood line eventually clotted when attempting to rinse pts blood back to change line. Estimated blood loss > 100 cc. Facility denies pt injury. Pt stable.